Event description:
The complainant reported that a patient had a prima zi abutment placed at (B)(6) site number (B)(6) on (B)(6), 2010. On (B)(6), 2010 during restoration of the dental implant, the abutment was reported to have fractured. The implant remained viable and in the patient. There was no indication from the complainant of any adverse effect to the patient as a result of the reported abutment fracture.

Manufacturer narrative:
Visual analysis confirmed the complaint condition. The abutment was observed to be fractured into three pieces. The top portion of the abutment was returned with the crown attached. The cuff portion of the abutment had become completely detached from body of the abutment, and the lobe section of the abutment had become completely detached from the cuff portion of the device. The areas of breakage on all three pieces were found to be ragged and uneven. In addition, the body of the abutment, where it mates to the crown, had a large section missing. This portion of the abutment was not returned. Fractures of this nature are usually caused by excessive torque force used to secure the abutment screw. A torque setting over the recommended 30ncm and/or misalignment during placement can result in fractures toward the base of the zirconia abutment. The root cause of this event is likely attributed to user technique and/or operational context. This product is supplied by keystone dental as a non-sterile device. Attempts were made to obtain additional information. A follow-up medwatch form will be submitted if additional information is received at a later date. (B)(4).